Event description:
The patient contacted animas on (B)(6) 2012, and stated the keypad buttons were unresponsive after water exposure and was unable to pass verify screen. The patient denied damage to the keypad or pump. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue

Manufacturer narrative:
Follow-up # 1 submitted (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no damage was observed. During testing, the up arrow and down arrow keypad buttons were found to be intermittently unresponsive; the ok button and contrast buttons responded appropriately. Evaluation revealed that the audio bolus button was torn. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad rubber should be clearly visible and prohibit the use of the keypad buttons. Users may expect keypad damage during normal wear and the owner's booklet instructs the user to contact customer service if the user suspects the pump may be damaged. The keypad cover was removed and evidence of contamination was found under the up arrow and down arrow button contacts. Unrelated to the complaint, the pump failed a leak test and evaluation revealed that there was evidence of moisture in the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.